Event description:
The sales representative reported that during a procedure, a piece of ceramic broke off inside the pt's knee.

Manufacturer narrative:
The complaint device has not been returned to date. A follow-up report will be submitted upon completion of the complaint investigation.